Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances were found. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports patient injection with 0.55 cc juvéderm volbella® xc in upper/lower lips and oral commisurre. Later that day, patient experienced angioedema and was given benadryl. Medrol dose pack provided the next day. Injector stated that patient is under high stress. Reaction subsided, "each day better, at 4 days post completely resolved.¿